Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device tip. The stent struts in the centre of the stent were severely bunched and misaligned. This type of damage is consistent with the stent meeting a resistance combined with tensile force. A review of the stent crimp settings for the complaint device highlighted no abnormalities. The devices stent protector was not received for analysis. The non- contact measurement system (ncms) individual unit details report was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile, there should have been no interaction between the 2 components. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp markings were visible on the balloon material indicating that the device had been crimped in the correct location during manufacturing. There were no issues note with the device inner and markerbands. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element ¿ long stent was selected to treat the lesion however during preparation of the device and while still outside the patient's body, it was noted that the stent was lifted. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus element long stent was selected to treat the lesion however during preparation of the device and while still outside the patient's body, it was noted that the stent was lifted. No patient complications were reported and patient's status was stable.